Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced overnight low blood glucose readings with the ilet, including a nadir of approximately 42 mg/dl between early-morning hours, and the case was coded as low glucose with cause unclear. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for oral glucose treatment and a call to speak with a clinical professional, after which the user was transferred to a clinical management line. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed no identified device malfunction based on the information available and no component-specific findings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.